Event description:
The hcp reported, the patient experienced visual hallucination (again), falling and subsequent scratches/bruising (no broken bones). The patient was admitted to the hospital in the second week of august for approximately one and half weeks. Treatment while in the hospital was not known. The patient was subsequently discharged and the event has resolved. The patient was receiving prialt in the pump at the time of the event. The prialt has since been discontinued and replaced with it baclofen. Prior to the falling and subsequent hospitalization, the patient had been experiencing spreading nerve pain (likely disease progression), muscle pain and aches, irritability, hallucinations, psychosis and mild distraction. The spreading nerve pain, muscle pain and aches are continuing but have improved slightly. The events of psychosis, hallucinations, irritability, distraction have resolved. No reports of device troubleshooting or malfunction were received. Additional information has been requested from the hcp, but was not available on the date of this report.